Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed displacement accuracy test (dat) with 0.08712 inches. Unit was successfully downloaded using thump. Unit was downloaded using carelink. Unable to confirm bolus delivered due to data not covering event date. Unable to verify high bg's. Pump was cut open to perform visual inspection and found¿evidence of moisture damage on the pcba 1. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected alarms noted during testing, unable to verify high bgs, and passed functional testing. Harm reported is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 459 mg/dl and treated with manual injection/insulin pen. Customer reported the following led up to the event: does not know. Document treatment for high bg: insulin pump.. The event involved product(s) mmt-242a, mmt-1884, mmt-332a, mmt-7040a. Troubleshooting was performed and found that customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. No product return is required for mmt-242a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7040a.